Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that there was an issue with the guide wire and sheath. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during intubation for continuous renal replacement therapy (crrt) continuous blood purification intubation, after the guidewire entered the body, it became deformed and could not pass through the dilation sheath. The connection between the guidewire and the dilation sheath was very blocked, not smooth, and obstructed. The doctor replaced a set and re-punctured was performed. The temporary access was established successfully, and the patient felt no discomfort. No anything unusual observed on the device prior to use. The flushing/priming was done. No any other products being utilized. There was no any other visible defects/damages found on the product aside from the reported issue. They replace of a new kit as an intervention to the event. The iodine used to treat the insertion site prior to product placement. The sheath and the guidewire that came with the kit that was used. It was necessary to remove the guide wire and dilation sheath from the patient simultaneously (in one action) due to the alleged defect. Excessive forced used to pill/take out the guidewire. The procedure was completed. There was no blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.